Event description:
It was reported that on a social media post providing information on mitraclip therapy, an individual commented the following statement: "j had mine repaired about 20 years ago and it's leaking again.". No additional information was provided.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.